Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of polyneuropathy in a (B)(6) male pt who used super poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent. On an unk date, the pt used super poligrip at unk dosing. At an unk time, after using super poligrip, the pt experienced polyneuropathy, zinc high, copper deficiency, and nerve damage. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. According to the legal complaint, the pt was a denture wearer and his products of choice were super poligrip and fixodent. In 2009, the pt was diagnosed with severe polyneuropathy. In the past year (since approximately 2009), he was diagnosed with excess zinc and resulting copper depletion attributable to super poligrip and fixodent. The pt "suffered from profound and permanent neurological and other injuries attributable to his super poligrip and fixodent use." The pt was "unable to perform his normal, customary and daily activities." The pt's injuries and damages are permanent and will continue into the future.